Event description:
The customer contacted baxter to report the nurse had saved an exam with the incorrect patient information. There was no adverse event.

Manufacturer narrative:
Technical services walked the customer through correcting the exam by using the 'reconcile' feature in qstress. The customer confirmed the correct exam now contains the correct patient demographics. The qstress 6 system is a pc based diagnostic tool intended to acquire, process, and store ECG data of patients undergoing cardiac or cardio-pulmonary stress testing. The software records ECG, heart rate, and st data, creates summary tables, trends and a final report regarding a variety of cardiac data indices. The cardiac data provided is reviewed, confirmed, and used by trained medical personnel to assist in the diagnosis of the electrocardiographic data reflecting the patient's physiological condition during cardiac stress testing. Although there was no device malfunction found and the incident was determined to be due to use error, if an exam were to contain incorrect patient details it could cause or contribute to a death or serious injury if this were to recur.